Manufacturer narrative:
Isi has received the part associated with this complaint and completed investigations. Failure analysis investigations did not identify any sharp edges or burrs on the grip assembly that would cause physical damage on an object. The grip assembly was intact with no missing pieces. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. An additional observation not reported by the customer was that the instrument was found to have a severely bent grip, causing side to side misalignment. Grip performance was reduced. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the current information provided, the cause of the intra-operative complication is unknown. If additional information is obtained, a follow-up MDR will be submitted isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hernia repair surgical procedure, the force bipolar instrument allegedly tore tissue and caused holes in the peritoneum. As a result, the surgeon had to place sutures to repair the holes on the peritoneum. However, the cause of the intra-operative complications is unknown.

Event description:
It was reported that during a da vinci-assisted hernia repair surgical procedure, the force bipolar instrument allegedly tore tissue and caused holes in the intraperitoneal cavity. On (B)(4) 2020, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator stated that the patient was a female. When the surgeon was using the force bipolar instrument on the peritoneum, tissue got stuck on the instrument and there were a couple of minor tears. As a result, the surgeon placed a couple of sutures to repair the peritoneum. The robotics coordinator stated that the cause of the reported issue is unknown. The procedure was completed with no further issues reported. The patient is reported to be recovering well.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.